Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and a button error alarm occurred. Blood glucose level at the time of the incident was not provided. Blood glucose reading near the time of the call was 250 mg/dl. During troubleshooting, the customer also received a failed battery test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with esc and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to verify failed battery test or perform the self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. Pump had cracked battery tube threads, reservoir tube, broken reservoir tube lip and minor scratched display window.